Manufacturer narrative:
Pc-(B)(4). Date sent: (B)(6)2022. Batch # u5ea3f date of event is 2022, event day and month unknown. Captured as (B)(6)2022. Investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with 6 double drivers missing and 5 double drivers out of position, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end from left side. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. A manufacturing record evaluation was performed for the finished device lot/batch number, u4030k, and no non-conformances were identified. Manufacturing date: 02/06/2020, expiration date: 01/31/2025. (B)(6). (B)(6)2022, 01:30 pm.

Event description:
It was reported that the reload couldn't be inserted. No patient consequences reported. No further information is available.